Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was unable to be confirmed with a new guide wire; the returned guide wire was returned inside of the balloon catheter and the guide wire core was found to be separated. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The mini trek device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of an unspecified lesion, the mini trek balloon dilatation catheter (bdc) was used but became stuck on the balance middleweight (bmw) guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.